Manufacturer narrative:
The device will not be returned for evaluation and no photographic evidence has been provided; therefore, the reported event cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. There are two complaints for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 3 complaints, regarding 3 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised that care should be taken when using sharp and electro-surgical devices. Note the size of the trocar cannula when removing a specimen through the trocar cannula and seal system. If required, enlarge the port site to aid removal of the anchor¿ tissue retrieval system¿ by conmed. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The distributor reported that the device, trs100sb2, was being used during an unknown procedure on (B)(6) 2021 when it was reported "(B)(6) 2021 pa inserted endobag into abdomen through trocar, when he pulled string to cinch bag, nothing happened. String was broken. While bag was inside of abdomen, string completely fell out of bag. All parts were removed at end of case, by md. The procedure was reported as being completed with no injury, medical intervention, or hospitalization to the patient. Further assessment questioning was requested from the reporter; however, there has been no response to date after a good faith effort was completed. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.